Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, product type catheter.

Event description:
Additional information was received from a manufacturer's representative. It was reported that no surgical intervention occurred. It was unknown what symptoms the patient experienced. The pump was refilled and the healthcare provider stated they would track future volumes at refills. The issue was resolved by refilling and reprogramming the pump. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving bupivacaine, clonidine, and baclofen all at an unknown dose and concentration via an implantable infusion pump for back pain. It was reported that the patient had a refill on (B)(6) 2017 and the residual volume was 5.5ml. The patient had missed a refill on (B)(6) 2017 and the expected volume for the refill on (B)(6) 2017 was 0ml and the pump should've been alarming. No symptoms were reported, and the cause of the volume discrepancy was unknown. It was reported surgical intervention occurred. It was unknown of the issue was resolved at the time of the report. It was reported the patient's status was "alive-no injury." No further complications were anticipated/reported.